Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - reamer. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the middle piece of an offset reamer handle broke. Attempts have been made, and no further information has been provided.